Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, the inner insulation was kinked/buckled, the lead was stretched, and the lead appeared to have been damaged at implant.

Event description:
It was reported that when the lead was removed from the packaging, as the physician was exercising the helix he noted some white residue on the tip of the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.